Manufacturer narrative:
Product analysis: the device was returned for analysis with the stent off the balloon. The stent did not return for analysis. There was no damage to the distal tip of the delivery system. Balloon folds were intact and unopened. Crimp impressions were visible along the balloon working length. No other damage was noted to the delivery system.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use a resolute integrity drug eluting stent to treat a moderately calcified and tortuous obtuse marginal lesion exhibiting 80% stenosis. The device was removed from its packaging as per IFU and inspected with no issues. There were no difficulties noted when removing the protective sheath. Stent was inspected post removal with no issues identified. Negative prep was performed successfully. The om lesion was pre-dilated with a euphora balloon. Initial attempt to deliver the stent failed and the device was successfully removed from the patient. The lesion was pre-dilated with a further two euphora balloons. The resolute integrity stent was again attempted to be delivered but failed to cross the target lesion. Resistance was encountered during advancement however excessive force was not used during the two delivery attempts. It is reported that removal difficulties were experienced when attempting to remove the resolute integrity device. The stent dislodged from the delivery system when attempting to remove it through a guideliner catheter. The physician could not retrieve the stent from the cx artery. Another resolute integrity stent was used to crush the dislodged stent to the wall of the mid cx artery. No additional patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.